Event description:
Information received indicated when the CPR was activated, the head section would not lower.

Manufacturer narrative:
The hill-rom technician replaced the CPR valve to resolve the issue.